Event description:
It was reported to boston scientific corporation that following implantation of a pinnacle anterior/apical pelvic floor repair kit during a procedure on (B)(6) 2010, the patient presented with a urinary tract infection on (B)(6) 2011. Reportedly, antibiotic (type unknown) was administered. All additional information, including the patient's condition, is unknown.

Manufacturer narrative:
Study: part of an investigator-sponsored research trial, sponsored by (B)(6).